Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about 2 or 3 days ago the pts controller was "dead" and was not turning on. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt got memory problem, agent assisted pt on setting up date and time. Pt put the battery back into the controller and verified the controller was charging. The troubleshooting steps that were taken on the call resolved the issue., patient called back and stated their controller was working and charged the implant but it wasn't really working well. Last night patient was laying in bed and they could feel the stimulation and now the stimulation would go up and down their left leg. Patient worked with representatives and patient did not provide notify date. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.